Event description:
It was reported that there was a leak on an integrated automatic peritoneal dialysis set with a homechoice (hc) machine during dwell three of four. The home patient (hp) had stepped on the patient line, causing the patient line to disconnect from the transfer set. The hp stated that solution came out when the transfer set disconnected and the hp reconnected and wanted to bypass to fill. The technical service representative (tsr) advised the hp to end therapy. The tsr explained that if the transfer set disconnects from the patient line she should not reconnect and should end therapy and start over with new supplies or do a manual exchange instead. The hp's nurse later stated that the event was caused by use error and no allegations were made against any baxter products. The hp was administered prophylactic antibiotics and was continuing therapy. There were no adverse effects reported in relation to this event. (B)(4). Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.